Event description:
Patient who was using a novopen 3 (insulin delivery device) due to diabetes mellitus, reported that they were hospitalized because novopen 3 was not working. The patient has not yet recovered.